Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported a routine order of hydromorphone was programmed to infuse at 0.8ml/hr. Infusion was programmed via guardrails with alaris infusion set ref # (B)(4). Dextrose 5% was also running at 125 ml/hr as well as propofol at 22.7 ml/hr. It was reported the hydromorphone over infused with 100ml infusing in 40 minutes. There was patient involvement, however no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer, imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a routine order of hydromorphone was programmed to infuse at 0.8ml/hr. Infusion was programmed via guardrails with alaris infusion set ref # (B)(4). Dextrose 5% was also running at 125 ml/hr as well as propofol at 22.7 ml/hr. It was reported the hydromorphone over infused with 100ml infusing in 40 minutes. There was patient involvement, however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a routine order of hydromorphone was programmed to infuse at 0.8ml/hr. Infusion was programmed via guardrails with alaris infusion set ref #(B)(4).dextrose 5% was also running at 125 ml/hr as well as propofol at 22.7 ml/hr. It was reported the hydromorphone over infused with 100ml infusing in 40 minutes. There was patient involvement, however no patient harm.